Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage/essure coil broke"), uterine perforation ("perforation (uterus)/ expulsion of essure device"), fallopian tube perforation ("perforation of organs/ perforation (fallopian tube(s)"), device dislocation ("migration/ migration of implant/displaced left essure/he told me the right side did not occlude"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 47-year-old female patient who had essure (batch no: b76629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test" and device difficult to use "complications or problems that occurred at the time essure placement of procedure? Yes/left one did not take/the left appeared more difficult to insert". The patient's medical history included cholecystectomy, appendectomy and eye operation. Concurrent conditions included uterine bleeding, intermenstrual bleeding, vaginal discharge, itching, cough, coldness, sinus infection, general body pain, tobacco abuse, pruritus, cervical spine degeneration, nasal congestion, wheezing, endometriosis, paratubal cyst, menstruation frequent, anxiety and endometriosis. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse),"). On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced malaise ("always getting sick") and arthralgia ("joint pain"). On (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), rash ("rashes"), vaginal cyst ("vaginal cyst"), anxiety ("anxious"), depression ("depressed"), ovulation pain ("lower left abdominal pain/during its ovulation time"), affective disorder ("moods"), menstruation irregular ("inconsistent period"), mood swings ("mood swings"), abdominal pain lower ("lower left abdomen pain"), genital haemorrhage (seriousness criterion medically significant), joint swelling ("joint swelling") and influenza like illness ("flu like symptoms") and was found to have blood test abnormal ("autoimmune disorder type of disorder: low levels from blood test"). The patient was treated with surgery (ablation, d and c, cryoablation of endometrium and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, menorrhagia, blood test abnormal, headache, migraine, malaise, affective disorder, menstruation irregular, female sexual dysfunction, mood swings and influenza like illness outcome was unknown, the device dislocation, rash, anxiety and depression had not resolved, the dyspareunia, vaginal cyst, dysmenorrhoea, arthralgia, genital haemorrhage and joint swelling had resolved and the fatigue and ovulation pain was resolving. The reporter considered abdominal pain lower, affective disorder, anxiety, arthralgia, blood test abnormal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, influenza like illness, joint swelling, malaise, menorrhagia, menstruation irregular, migraine, mood swings, ovulation pain, rash, uterine perforation, vaginal cyst and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Patient need for additional surgery. Insertion details- we saw the ostium on the left and right side. The left appeared more difficult to insert the essure. We placed the essure, 4 coils noted. Discrepancy noted. As per mr: we were able to successfully place the essure in the left tube, but unable to insert right essure due to spasm and that was despite us waiting for 10 minutes at a time before reattempting. At that time, we attempted to place the essure in the right tube, going a quarter-third of the way and then it would stop. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhoea, menorrhagia, fatigue, anxiety, headache, device dislocation, abdominal pain lower, dyspareunia most recent follow-up information incorporated above includes: on 11-mar-2019: plaintiff fact sheet- events flu like symptoms, joint swelling, heavy bleeding, lower left abdomen pain, mood swings, apareunia (inability to have sexual intercourse), inconsistent period and moods were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage/essure coil broke"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation of organs/ perforation (fallopian tube(s)"), device dislocation ("migration/ migration of implant/displaced left essure/he told me the right side didnot occlude") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 47-year-old female patient who had essure (batch no. B76629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time essure placement of procedure? Yes/left one did not take/the left appeared more difficult to insert" and device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included cholecystectomy, appendectomy and eye operation. Concurrent conditions included uterine bleeding, intermenstrual bleeding, vaginal discharge, itching, cough, coldness, sinus infection, general body pain, tobacco abuse, pruritus, cervical spine degeneration, nasal congestion, wheezing, endometriosis, paratubal cyst, menstruation frequent, anxiety and endometriosis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse),") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), malaise ("always getting sick") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), rash ("rashes"), cyst ("cysts"), anxiety ("anxious"), depression ("depressed") and ovulation pain ("lower left abdominal pain/during its ovulation time") and was found to have blood test abnormal ("autoimmune disorder type of disorder: low levels from blood test"). The patient was treated with surgery (ablation, d and c, cryoablation of endometrium and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, blood test abnormal, headache, migraine, dysmenorrhoea and malaise outcome was unknown, the device dislocation, rash, cyst, anxiety and depression had not resolved and the dyspareunia, fatigue, arthralgia and ovulation pain was resolving. The reporter considered anxiety, arthralgia, blood test abnormal, cyst, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, malaise, menorrhagia, migraine, ovulation pain, rash, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Patient need for additional surgery. Insertion details- we saw the ostium on the left and right side. The left appeared more difficult to insert the essure. We placed the essure, 4 coils noted. Discrepancy noted. As per mr: we were able to successfully place the essure in the left tube, but unable to insert right essure due to spasm and that was despite us waiting for 10 minutes at a time before reattempting. At that time, we attempted to place the essure in the right tube, going a quarter-third of the way and then it would stop. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhoea, menorrhagia, fatigue, anxiety, headache, device dislocation, abdominal pain lower, dyspareunia most recent follow-up information incorporated above includes: on 24-jan-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), autoimmune disorder type of disorder: low levels from blood test, headaches, migraines, dysmenorrhea (cramping), perforation (uterus), joint pain, always getting sick, fatigue, ovulation pain, she didn¿t undergo essure confirmation test, complications or problems that occurred at the time essure placement of procedure? Yes/left one did not take/the left appeared more difficult to insert were added. Pt of perforation updated to fallopian tube perforation. New reporter, patient information, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ device breakage/essure coil broke"), uterine perforation ("perforation (uterus)/ expulsion of essure device"), fallopian tube perforation ("perforation of organs/ perforation (fallopian tube(s)"), device dislocation ("migration/ migration of implant/displaced left essure/he told me the right side didnot occlude"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 47-year-old female patient who had essure (batch no. B76629 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time essure placement of procedure? Yes/left one did not take/the left appeared more difficult to insert" and device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included cholecystectomy, appendectomy and eye operation. Concurrent conditions included uterine bleeding, intermenstrual bleeding, vaginal discharge, itching, cough, coldness, sinus infection, general body pain, tobacco abuse, pruritus, cervical spine degeneration, nasal congestion, wheezing, endometriosis, paratubal cyst, menstruation frequent, anxiety and endometriosis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse),"). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced malaise ("always getting sick") and arthralgia ("joint pain"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), vaginal cyst ("vaginal cyst"), anxiety ("anxious"), depression ("depressed"), ovulation pain ("lower left abdominal pain/during its ovulation time"), affective disorder ("moods"), menstruation irregular ("inconsistent period"), mood swings ("mood swings"), abdominal pain lower ("lower left abdomen pain"), joint swelling ("joint swelling") and influenza like illness ("flu like symptoms") and was found to have blood test abnormal ("autoimmune disorder type of disorder: low levels from blood test"). The patient was treated with surgery (ablation, d and c, cryoablation of endometrium and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, menorrhagia, blood test abnormal, headache, migraine, malaise, affective disorder, menstruation irregular, female sexual dysfunction, mood swings and influenza like illness outcome was unknown, the device dislocation, rash, anxiety and depression had not resolved, the genital haemorrhage, dyspareunia, vaginal cyst, dysmenorrhoea, arthralgia and joint swelling had resolved and the fatigue and ovulation pain was resolving. The reporter considered abdominal pain lower, affective disorder, anxiety, arthralgia, blood test abnormal, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, influenza like illness, joint swelling, malaise, menorrhagia, menstruation irregular, migraine, mood swings, ovulation pain, rash, uterine perforation, vaginal cyst and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Patient need for additional surgery. Insertion details- we saw the ostium on the left and right side. The left appeared more difficult to insert the essure. We placed the essure, 4 coils noted. Discrepancy noted. As per mr: we were able to successfully place the essure in the left tube, but unable to insert right essure due to spasm and that was despite us waiting for 10 minutes at a time before reattempting. At that time, we attempted to place the essure in the right tube, going a quarter-third of the way and then it would stop. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhoea, menorrhagia, fatigue, anxiety, headache, device dislocation, abdominal pain lower, dyspareunia. This lot number b76629 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality-safety evaluation of ptc. Incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration/ migration of implant") and device breakage ("fracturing of the implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), rash ("rashes"), cyst ("cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and device breakage outcome was unknown and the device dislocation, dyspareunia, rash, cyst, anxiety and depression had not resolved. The reporter considered anxiety, cyst, depression, device breakage, device dislocation, dyspareunia, perforation and rash to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Patient need for additional surgery. Most recent follow-up information incorporated above includes: on 16-nov-2017: events "fracturing of the implant, perforation of organs", reporter lawyer added from summon received. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain"), dyspareunia ("dyspareunia"), rash ("rashes"), cyst ("cysts"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (removal of the essure devices on or about (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, dyspareunia, rash, cyst, anxiety and depression had not resolved. The reporter considered anxiety, cyst, depression, device dislocation, dyspareunia, pelvic pain and rash to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms. She was forced to undergo a major surgery as a result of her essure implants. She has been left with serious injuries. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.